Event description:
Shortgoose 3.25 mm ruptured on first inflation at 14 atm. The shortgoose ruptured while dilating between stent struts. Ruptured balloon was trapped in the stent struts and embolized in the diagonal branch of the left coronary artery on catheter removal.